Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (1000 mcg/ml at 125 mcg/day) via an implantable pump for an unknown indication for use. It was reported there was a pump volume discrepancy. During refill, the hcp found 11.3 ml when he was supposed to find 1 ml. The event date was reported to be (B)(6) 2018. It was stated the physician may have forgotten to write 20 ml in the n'vision after refill. The hcp would "check if he had or not refill the pump." A scan was done to check the integrity of the catheter; no issue was identified. The issue was not resolved. The patient status was alive - no injury. There were no reported symptoms. No complications were reported or anticipated. Additional information was received. It was stated the reservoir volume was updated correctly. The cause of the volume discrepancy was not yet determined. The patient did not experience any symptoms. The catheter was checked by a scanner, and no abnormality was detected.